Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps instrument was kept as backup for the surgery. During early inspection of the instruments, the customer noticed a broken cable. There was no prior reported injury as the grip was wide and no tissue was held inside in any prior case. There was no delay. The instrument had 7 lives left. The procedure was completed with no reported injury.